Event description:
As reported by our japan affiliates, the patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 20 mm sapien 3 valve was deployed at 40:60 aortic/ventricular position. Approximately 4 years after tavr, pressure gradient increased over time on echo. As a treatment, a valve-in-valve procedure is planned.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of post-implantation-stenosis was unable to be confirmed as relevant imagery/medical records were not provided. Stenosis, was however, confirmed by the ava reported as 0.94 cm2. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as reported in the event description. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve could be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6; device code. Update to b5.

Event description:
Additional information provided that the valve was deployed at 60:40 aortic/ventricular position, not 40:60 aortic/ventricular position with 1 ml less contrast solution than nominal volume. At 4 years the aortic valve area (ava) was 0.94 and the mean peak gradient was 36. The cause of the increased pressure gradient was insufficient valve expansion due to less contrast solution. Considering interference with stj calcification, the valve contrast solution was reduced, which led to insufficient expansion of the valve. A valve-in-valve procedure was performed and a 20mm sapien 3 ultra resilia valve was deployed without issue.